Event description:
It was reported that during a laparoscopic nephrectomy procedure, the newly opened shear tip was broken when it was used. It did not fall into the patient. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.